Manufacturer narrative:
Product ID: 3889-28, lot# va0gp2s, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the doctor ¿went back in two days ago¿ and made the implantable neurostimulator (ins) pocket deeper due to the wound not healing. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-11464 as the patient had communication issues after surgery.